Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for primary osteoporosis (compression fracture). It was reported that the ibt was inserted into the vertebral body and inflated, and cement preparation was started. When cement viscosity adjustment was performed and deflation of the ibt balloon was attempted, deflation could not be achieved. The lever could be pulled toward the operator; however, contrast medium did not return, and the balloon remained inflated within the vertebral body. By disconnecting the ibt from the inflation syringe and connecting the locking syringe to the ibt, the contrast medium was able to be aspirated, and the ibt was also able to be removed from the body. During these manipulations, the cement hardened; therefore, a new balloon, mixer, and cement were prepared and handled accordingly. There were no patient symptoms reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G4: this product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.